Manufacturer narrative:
Sample requested, but has not been received at time of this report. Investigation is ongoing. A follow up report will be sent when available.

Event description:
The description of the event is reported as: the skin of the pt remained stuck in the stapler during installation. No pt injury reported. No further info available.